Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe blood leaked past the plunger. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, the patient was an elderly male who was positive for the new coronavirus in the past. Today, he developed shortness of breath, 38 breaths per minute. He underwent blood analysis and analysis. After blood gas analysis, the blood sample needle flowed out in the opposite direction, and the sample was insufficient when it was delivered to the laboratory. Perform blood gas analysis, replace the blood gas analysis needle and collect arterial blood again.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.